Event description:
The customer received discrepant results for one patient sample tested for the troponin t short turn around time assay (tnt stat). The sample initially resulted as 0.163 ng/ml accompanied by a data flag. This result was called to the ER. The customer repeated the sample and it resulted as <0.010 accompanied by a data flag. It was repeated a third time resulting as <0.010 ng/ml accompanied by a data flag. The customer reported the <0.010 ng/ml result outside of the laboratory since they believed it fit the patient's clinical picture. The patient was not adversely affected by the event. The tnt stat reagent lot number was 16435401 with an expiration date of 8/31/2012. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were acceptable. There was no evidence of a reagent issue in the information provided for investigation. The patient was not adversely affected by the event.